Event description:
The customer reports that the operator went to use the system but the unit would not turn on. The operator also found out that some interconnect cable pins were pushed in.

Manufacturer narrative:
The ge service rep replaced the lemo cable receptical. The reported problem has been corrected.